Event description:
Customer reported that a pt underwent an eye resection in 2008. The pt presented with a "mass" approx six weeks post-op. The pt was prescribed a topical steroid creme. The pt was subsequently returned to surgery four months later, for an excision of a cyst.

Manufacturer narrative:
Date sent to the FDA: 02/13/2009. Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.